Event description:
Since 2 pts had been identified with saline leaks in saline administration sets, the entire clinic was checked for leaks and one was found on this pt. Again saline bag/saline administration set was changed out and new one placed on blood line. This leak found by pt care tech under the supervision of rn.